Event description:
Reference MDR #9680794-2009-00055 for first event involving same pt. It was reported that the physician was using the w01800 on a pt for a declot procedure. At which time, the second sheath was inserted and another balloon. Again, the balloon disconnected from the actual catheter and became lodged in the pt's graft. Essentially the balloon fell off after pulling the clot towards the insertion sheath. When this occurred, the balloon malfunctioned and separated inside the pt requiring intervention to remove the balloon. There were no pt complications reported. Additional information received from the sales representative on 11/04/2009 stated the balloon was removed with a snare.

Manufacturer narrative:
Sample will not be returned for evaluation.